Event description:
A malfunction was reported on the pump with a specific code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, with the assistance of technical support, successfully reset the pump using provided instructions, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappeared.